Event description:
Info received indicates all articulating functions of the bed unintentionally ran to the upper limits and stopped.

Manufacturer narrative:
The facilities maintenance indicated all bed functions unintentionally ran to the upper limits and stopped. The event occurred approx one yr ago. The maintenance personnel replaced the control board to repair the bed.